Event description:
The customer reported via phone call experiencing unexplained high and low blood glucose levels. He did not know the blood glucose readings at the time of the events. He also reported that the device went into threshold suspend mode due to inaccurate sensor readings. The blood glucose was 211 mg/dl and the sensor reading was 56 mg/dl. After giving a bolus, his blood glucose spiked to between 200 and 300 mg/dl, and then his blood glucose would crash. His most recent blood glucose was 282 mg/dl. He treated the high blood glucose with the device and the low blood glucose with glucose tablets and food. He noted that the bolus history displays all entries based on his recollection. The device passed the high pressure test. The reservoir showed the same amount of insulin as on the status screen. It was found that he had been over-bolusing to correct for high blood glucose events. He was advised to speak with his doctor regarding low blood glucose and change the complete infusion set system.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.